Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Event description:
The intended procedure is laparoscopy. The device was inspected before the procedure and no abnormalities were found. The procedure had a slight delay of 10 minutes. Though there was a delay, there was no patient harm reported. The procedure was completed using the same device.

Event description:
The customer reported to olympus, the high efficiency unit "esg-400" displayed error code e433. The issue was found during and unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.